Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of service report the reported device was not returned to brézins for investigation. According to provided information, on button got stuck. The upper case with the keypad was changed that solved the issue. Despite several requests for the device/ parts return, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: it will not turn on, even after been plugged in overnight and beeps rapidly with a battery warning. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.